Manufacturer narrative:
One syringe pump was returned for evaluation. Visual inspection of the device found the top case was chipped and cracked, and the bottom case was broken. A motor rate error was noted in the event history log. Device underwent flow testing; pump would only run for a few seconds then go into motor rate error. This confirms the reported customer complaint. The problem source has been determined to be normal wear and tear, as the pump is over 14 years old. The motor assembly was replaced as a result.

Event description:
Information was received that a smiths medical medfusion 3500 syringe pump, didn't deliver correct dosage. No adverse patient effects were reported.